Event description:
MFR rec'd a report from a dealer that the chair was plugged in to be re-charged, when the wheelchair allegedly caught fire "in the area by the battery box". As a result of the incident, the consumer sustained rotator cuff and shoulder injuries, which were indirectly caused by the malfunction.